Event description:
It was reported that the device was explanted after an implant duration of zero days, due to paravalvular leak. Information learned from operative report.

Manufacturer narrative:
Device not returned.